Event description:
The pt experienced hypoglycemia and convulsions. The pt fell out of bed while convulsing and broke his ankle, which required hospitalization and surgery.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specs at the time of release. The pt stated that he did not properly count the carbohydrates in his meal and therefore, administered excess insulin. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.